Manufacturer narrative:
Device remains implanted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The final angiogram showed the presence of a type ia or a type ii endoleak in the presence of significant aortic angulation and rapid vessel dilation. As of the date of this report, the patient will continue to be monitored and there have been no additional patient sequelae reported.